Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous superficial femoral artery. After an unspecified stent was deployed, a 6.0x150x150 sterling¿ balloon catheter was advanced to the lesion for post dilation. The balloon was inflated, however it ruptured at an unknown atmosphere and at an unknown number of inflation. No segment of the balloon was detached after it ruptured. The procedure was completed using a 6mm non bsc balloon catheter. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).